Event description:
The hospital perfusionist reported an issue encountered with the mps 2 console during use. The report stated the console primed fine but suddenly started displaying over pressure alarms and would shut off flow. The report stated the perfusionist wanted the console to be evaluated. There were no patient complications reported as a result of the alleged event. The console was returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation found the reported complaint condition could not be duplicated, but the related error code was confirmed in log data. Further investigation found that the console displays inadequate fill alarms on the right pumping chamber when flowing at 250 ml. The console's red door was opened and the field service engineer found that the pin and roller on the right side had dislodged. The pin and roller were reinstalled with the correct hardware and the inadequate alarms resolved. The console was reassembled and passed all functional testing.